Event description:
The foot portion of the rod holder broke off in the patient when seating a rod during minimally invasive surgery. The broken portion of the instrument could not be retrieved and remains in the patient.